Manufacturer narrative:
Submit date: 2018-01-15. If information is provided in the future, a supplemental report will be issued.

Event description:
A specific issue was not stated on this back to stock unit. Upon triage on (B)(6) 2018 the service tech found the unit had an blank display and no characters were visible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿no specific issue.¿ the unit was triaged and the unit had an blank display and no characters were visible. Verified technician finding of a blank display. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.